Manufacturer narrative:
The serial number of the meter is (B)(6). The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The qcs were within the specified ranges before and after the event. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii meter. At 11:29, the result was 19.1 mmol/l. At 11:32, the result was 27.7 mmol/l. At 11:33, the result was 15.8 mmol/l.